Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, the right lead exhibited high impedance. The device was reprogrammed. The patient was fine.